Event description:
The customer reported to olympus that before screening tests during preparation for use, the evis x1 video system center had no image. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the no image issue could not be reproduced. Additional evaluation findings are as follows: dust accumulated inside the equipment and damaged lower pin of the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: that image was lost by adhesion of foreign material (residual fluid, water deposit, sebum stain, dust, fluff of gauze etc.) To the electrical contact of scope connector part. The event can be prevented by following the instructions for use which state: 8.2 troubleshooting guide. Abnormality detail: no observation image on observation monitor. Cause: observation monitor was not connected properly / cable between observation monitor and this product was disconnected. / lightning lamp was broken. / lightning lamp does not light up. / electrical capacity for medical hospital grade mains socket outlet is insufficient. / observation monitor is not powered on. / endoscope is not connected properly. / endoscope is not connected to external video system center properly. / setting of input/output terminal of observation monitor is not appropriate. / setting of brightness of observation monitor is not appropriate. / setting of synchronization-detecting of observation monitor is not appropriate. / foreign material (residual fluid, deposit, sebum stain, dust and fluff of gauze) adhered to the electrical contact of scope connector part. / observation monitor is broken. / the device is broken. Olympus will continue to monitor field performance for this device.